Manufacturer narrative:
Pump received with blank display due to moisture damage electronic assembly. No moisture damage was found on the motor, battery tube, vibrator assembly, or keypad assembly during visual inspection. Failure analysis was unable to perform the displacement test due to blank display. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported exposing the insulin pump to sweat. Customer's blood glucose was around 100 mg/dl. The customer reported fluid was present under the lcd display. Customer also reported the insulin pump had a blank display and would not turn on. The customer also stated they did not drop or bump the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.